Manufacturer narrative:
The initial reporter's zip code that was provided was 55406-1604. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt said that the pw is not suctioning at all. Pt said the suctioning kept getting worse. In the last 24 hours can hear there is water inside the base (the white plastic thing that plugs in). Condensation in machine - if you shake it, you can hear it - puddle under unit. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Tcm please send bio haz box.

Event description:
It was reported that the pt said that the pw is not suctioning at all. Pt said the suctioning kept getting worse. In the last 24 hours can hear there is water inside the base (the white plastic thing that plugs in). Condensation in machine - if you shake it, you can hear it - puddle under unit. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Tcm please send bio haz box.

Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling and instructions for use were reviewed and found to be adequate. The DHR review could not be performed without a lot number. The initial reporter's zip code that was provided was (B)(6). UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.